Manufacturer narrative:
The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. All of the buttons function properly. No button error alarms noted. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father called to report the insulin pump alarmed for button error. Blood glucose reading was unknown. The insulin pump was not exposed to moisture. Advised that the insulin pump will be replaced. Nothing further reported.